Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the medial segment of the lead was returned and analyzed. The proximal conductor was fractured, and both the distal and defib conductors were distorted. The distal conductor was also cut and stretched. Blood/body fluid was found on the outer tubing overlay, which was also melted and exhibited cosmetic environmental stress cracking (esc). The outer tubing was kinked/buckled and exhibited an esc breach/breach (non-electrical). The outer insulation exhibited a cosmetic depression.